Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the cartridge was filled, insulin leaked from the septum and patient line. The supplies were changed to address the event. The customer's blood glucose (bg) level was 433 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the contact typically provides assistance with all supply changes and aspects of the customer's therapy. Tandem's technical support identified that the contact was not properly removing air from the syringe after remove air from the cartridge during the load process.